Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not alarming dose done when they had the rate set to 400 ml, but that it would alarm with longer or continuous feeding. They stated that the pump was set to "beep when done". It was not clear how the alarm actually failed. Mmd did follow up with the initial reporter, and they stated that there had been no adverse effects to the patient due to the complaint. No additional information was provided. (B)(4).